Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-50 serial #: (B)(4) description: infinion cx 50 cm lead.

Event description:
A report was received that the patient had several contacts with high impedances and was getting shocking sensation. Database analysis revealed high impedance values on port ab and port cd. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had several contacts with high impedances and was getting shocking sensation. Database analysis revealed high impedance values on port ab and port cd. The patient will undergo a revision procedure wherein the lead will be replaced.